Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was observed to be kinked. There were no tears found in the soft cannula and fluid was observed exiting the distal tip of the cannula. No other damages or defects were found along the fluid path. The cause and timing of the damage could not be conclusively determined. The download data does not show a struggle during the run, however, it could not be conclusively determined if the kinked cannula was linked to the reported event.

Event description:
It was reported that the patient's blood glucose level reached 330 mg/dl. The pod was worn between 36 and 48 hours on the leg. Hyperglycemia treated by applying a new pod.